Event description:
It was reported, during a procedure on (B)(6) 2011; the movable part of the slide hammer was totally stuck. It was also reported, in an attempt to make the hammer function as intended, it was lubricated; still the hammer did not function. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). An additonal evaluation was performed and the report states the following: the oracle slide hammer was analyzed for conformance to print specifications and no abnormal findings were identified. The visual inspection clearly shoes that the sliding shaft is badly damaged/bent. Also, a review of the devcie history records (DHR) report states the following: manufacturing and inspection records indicated no problems with the lot in question.